Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Postoperative diagnosis was right inguinal hernia. The procedure performed was laparoscopic preperitoneal herniorrhaphy. On (B)(6) 2009 - the patient underwent a surgical revision for right inguinal herniorrhaphy with mesh by the open technique. The patient experienced surgical revision, recurrence, and ligation of preperitoneal fat.